Event description:
It was reported that the patient was experiencing discomfort, and the physician believed there was a hematoma and that the lead caused it. The patient underwent a lead explant procedure and patient was expected to fully recover. The explanted lead will not be returned as it was discarded.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.